Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, no anomalies were found. However, it was noted that the distal connector of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was ext rinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 507652 ra lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high/unstable thresholds, loss of bipolar capture with high bipolar impedance, and is possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.